Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient tried to use the ptm last night ((B)(6) 2022) and it was showing code 8286 empty reservoir alarm. When asked about when the patient's next fill date was scheduled, the patient stated, "I have no idea". The patient was redirected to their healthcare provider to further address the issue. No symptoms/patientcomplications reported.